Event description:
Pt admitted 3/22/99 status post acute mi with post-infarct angina considered for both surgery and elective ptci. On 3/23/99 elective ptci stent performed on mid circumflex obtuse marginal lesion 80% occluded. After treatment with ptca stent (3.0/23mm duet) lesion decreased to 0%. Integrilin treatment utilized. Stent deployed at 12 atm inflated 80 seconds then followed by post-dilation 45 sec with pressure 12 atm. Pt is then transported to intermediate care unit. Recathed on 3/24 for recurrent chest pain. Stent found to be patent via angiograph. Discharged in stable condition on 3/28/99. Readmitted 3/29/99 status post repeated chest pain. Transported via aeromedical helicopter. On 3/29/99 repeat cath reveals sub-acute thrombosis/closure of stent 100%, unable to successfully ptca this site. Transported to micu and cared for there until pt suffered a cardiac arrest on 3/31/99 and is pronounced dead on 3/31/99.